Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly deployed. The download data returned an 0x14 alarm and timeouts in pulse widths. The pod was reset and rerun and was able to successfully complete a 5u bolus without any abnormalities; the timeouts and occlusion alarm were not replicated. The exposed portion of the soft cannula was also found damaged, however, it cannot be determined when or how this damage occurred, or if this damage contributed to the alarm generated. Fluid was able to flow through the fluid path with no signs of struggle. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported while a patient was wearing a pod between 1 and 4 hours their blood glucose level had rose to 459 mg/dl.